Event description:
Additional information:the malfunction occured in poland.

Manufacturer narrative:
The returned device was evaluated to assess the cause and potential impact of the observed absence of adhesive on the device components. No conclusive root cause was identified, but specific manufacturing processes, such as non-uniform adhesive on the bellow surface, manual gluing operations, and potentially ambiguous assembly instructions, may have contributed to the malfunction. These tests also included a re-assessment of the risk related to the reported malfunction. A test for emc compliance per iec 60601-1-2 was conducted, exposing the device inner parts at the test laboratory of the standards institution of israel (sii). The test demonstrated that there is no impact on the essential performance of the device even when exposing the inner parts.

Event description:
The distributor reported that the handpiece control interface " flexible back part locked or working too hard to operate after approx. 16-60 minutes." In the visual inspection performed by the distributor it was observed that the glue integrity was compromised. On dec 18 and 19, 2019 additional information was received indicating that the described malfunction occurred during marketing demonstration. There was no patient involvement.